Manufacturer narrative:
The correct alarm presented by the as50 syringe infusion pump was a5.330 line occluded - alert. Update "a5.081 occlusion - no alarm alarm" to "a5.330 line occluded - alert (alert or alarm indicating line occluded) alarm". H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an as50 syringe infusion pump presented an a5.081 occlusion - no alarm. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.